Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error code e315. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image output, scratch on the main unit lens, corrosion on the scope mount, and corrosion on the video connector electrical contact point. Based on the results of the investigation, a definitive root cause could not be identified. It is likely that the error e315, which occurs when the connection cannot be recognized due to poor contact caused by corrosion on the video connector electrical contact points, has led to the phenomenon of no image being output. A definitive root cause could not be identified for the scratch on the main unit lens, corrosion on the scope mount, and corrosion on the video connector electrical contact point. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had error code e315. It is performed by the therapeutic procedure. There were no reports of patient harm.